Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
The customer reported the monitor is not working due to a fall happened. There was no reported patient involvement.

Manufacturer narrative:
The serial number initially reported was not for the device.